Event description:
Out of the box failure: a wire contained in an angio pack from medline when opened it was noticed that the wire tip was broken prior to case. It was unable to be loaded into a catheter.